Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to necrosis at the implant site. Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, the device was not explanted as previously reported. The implanted device remains. The correct (B)(6); not (B)(6) as previously reported. This report is filed october 10, 2016. Implanted device remains.